Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and dislodgement confirmed via fluoroscopy on the left ventricular (lv) lead. On (B)(6) 2024, the physician elected to cap and replace the lv lead. The patient was in stable condition.